Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had switched to unipolar configuration after the impedance dropped below 200 ohms. Noise and automatic mode switching episodes was also seen. It was discussed that it may have been due to a lead fracture or insulation abrasion. The patient would be brought into clinic. The patient was fine.

Event description:
New information received notes that programming changes were made.